Event description:
A stenting procedure to treat intracranial atherosclerotic disease in the right middle cerebral artery was reported on april 25, 2008. The pt has a history of hyperlipidemia, myocardial infarction, hydrocephalus, and an intracranial tumor in 1995. For this procedure in 2006, pre-procedure stenosis was 50%. The pt "was pre-medicated with aspirin and clopidogrel." Pre-dilation was performed with a balloon catheter, followed by implantation of the subject device (stent). Residual stenosis is unk. During the procedure, the pt had access site hematoma,which was treated with two blood transfusion. "This resolved without residual effects on the next day." In a follow up visit on four months later, asymptomatic target lesion restenosis was noted. Revascularization was performed on the next day. Follow up cerebral imaging in 2007 showed no evidence of target lesion restenosis.

Manufacturer narrative:
Subject device was placed without incident; however, during the procedure, the pt had access site hematoma, followed later on by asymptomatic target lesion restenosis. Requests for follow up info have been unanswered to date. The reported adverse event (hematoma) is contained in the device directions for use. The subject device was used off-label because it should be used with a gateway balloon catheter. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience.